Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the boot-up process, the unit had a system malfunction error. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative provided technical support to the customer. It was suggested to inspect the wiring harness to ventilator interface board (vib), anesthesia control board (acb), display connector board, and alternate o2 and mixer board under the table top and try to isolate the issue to the machine or the display assembly. The customer did not call back for further assistance.